Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A history review of serial number (B)(4) showed no other similar complaint(s) from this serial number.

Event description:
Customer reported image has dots all over the screen floating around.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: during evaluation, the reported issue of dots in the ultrasound image could not be reproduced. The scanner was evaluated with the model 550 phantom (t11900271) and the image was found to be normal for a sr 8 scanner with the 32 mm probe. The root cause of the reported image quality issue is inconclusive as the reported issue could not be reproduced. No other issues with the equipment were noted. The review of the DHR, sub-assembly DHR, sub-assembly manufacturing, component records, manufacturing process changes, mrr/mrb, and internal rejects showed that the reported issue is not likely related to a manufacturing issue.

Event description:
Customer reported image has dots all over the screen floating around.